Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# unknown serial# implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family/friend reporting that the patient¿s stimulator had not worked. It was reported that the battery ran down and wouldn¿t take a charge. It was stated that they took x-rays and said the battery was connected, however it was reported that would be replaced. It was reported that the patient was scheduled to have surgery for their replacement this wednesday, however, they stated that the surgery won¿t be until march because there was a back order on the new devices. It was stated the it had five to six weeks where their device wasn¿t working ((B)(4) 2018). It was also mentioned that the patient started having pain down their leg a couple ofdays go ((B)(6) 2018) and felt like the ins had slipped or something. The event date for the device moving was not reported. It was reported that the device had been dead, but it was unknown when this occurred. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the cause of the inability to charge the implantable neurostimulator (ins) and the device shifting to the patient¿s lower hip was not determined. The hcp stated that the cause of the loss of stimulation was due to the ins battery not being charged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has poor coupling with recharging. The patient stated that they were charging and were able to maintain 6-8 coupling bars all day, but the next day they couldn't obtain any bars. The patient was asked to rotated the antenna through all 4 positions. The patient also was asked to attempt antenna locate. Neither solved the issue. The patient initially saw a 76 and got full coupling, but then it dropped to zero without the patient moving the antenna. The patient was sent adhesive discs and a new antenna. The patient called back and stated that the new antenna did not solve the issue. The patient was able to get half of the boxes filled in, but lost them after. The patient was going to discuss this with their healthcare provider (hcp). No further complications were reported or anticipated. The consumer reported that they were trying to turn on the implant but were unable to and they believed the implant was dead. The consumer stated they had been trying to charge the implant and contacted the manufacturer representative who did troubleshooting with them over the phone but the issue was not resolved. The consumer noted they got the coupling boxes up once but they were all empty and then got coupling boxes again and half were black but then they lost the boxes and were unable to get them back. The patient had not used the therapy for at least a month and they were not able to connect with the programmer or recharger. Additional information: it was reported that patient is having poor communication with their patient programmer and they are not able to communicate with their ins recharger (insr). The patient has not felt stimulation for 2-3 months and have also not had a successful recharge in 2-3 months. It was reviewed the importance of keeping the ins charged to maintain therapy. The caller stated the patient has not been able to charge so the patient has had an increase in pain. Caller stated patient started complaining about her back hurting really bad. The caller also stated the patient's ins has shifted and is now lower in the hip, no falls or trauma were reported. The patient can still not charge their ins. The caller also mentioned a couple months ago the patient went to the doctor and they gave the patient a shot in the right side of the hip. Caller stated the band aide was on the left side. Caller stated the doctor told him the shot didn't help and that the band aide was on the wrong side and this angered the doctor. Caller stated about a year ago patient had a lot of pain and burning due to a double knee replacement, this was not related to their device or therapy. Caller also reported a couple bulging discs and stated this is prior to implant and not related to device therapy.